Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during basal delivery while the customer was asleep. The blood glucose reading was 400 mg/dl. The drive support cap appeared normal and no exposure to a strong magnetic field was reported. The customer attempted a bolus several times but received a motor error alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, and displacement testes. No motor error alarm noted. The motor was tested outside the device and passed motor test. The insulin pump passed self-test, test and all the operating current test were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.